Event description:
During eval of a returned homechoice device, a baxter technician identified a potential overfill situation. During drain 4 of therapy in 2008, the pt had an ultrafiltration (uf) of 598ml following a fill volume of 1900ml. This indicates a drain volume of 2498ml (598ml+1900ml). No further info regarding this event could be obtained despite multiple attempts by baxter.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill identified during eval. Based on a review of the device log data, it was determined that the probable cause of these overfills was insufficient drain / multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold and / or insufficient drain / false empty detect at initial drain and at previous therapy last drain.